Event description:
It was reported that screw fractured inside of the implant after loading. Implant was removed.

Manufacturer narrative:
It was discovered upon investigation that the fractured abutment is being retained by a screw, suggesting the unknown abutment is a two piece system. Both the abutment and screw cannot be removed from the implant, and cannot be identified as returned. The unknown abutment screw is added as concomitant along with implant. Upon visual inspection, the implant is engaged with the fractured abutment. The fractured abutment retains an abutment screw, and could not be removed from the implant. The remaining piece of the fractured abutment was not returned. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.